Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had eight and a half years battery longevity during implant and showed nine and a half years after several months. The field representative confirmed that the patient had atrial fibrillation (af) then discussed programming option. Device battery was analyzed and noted that this device was depleting normally. The increase in power consumption was due to onset of persistent af. Moreover, power consumption can be significantly reduced if programmed to a non-atrial sensing mode. This device remains in service. No adverse patient effects were reported.